Event description:
It was reported that the ventilator was not working. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator was not working. The ventilator was investigated on site by our field service engineer. According to service report the control printed circuit board was defective and needed to be replaced. However, despite several reminders, we didn't receive the confirmation of part replacement nor the part returned for investigation. Moreover, device logs were not provided. Therefore, no root cause can be established. There was no patient harm reported. The breathing software (which controls the delivery of gases to the patient) is executed by microprocessors and stored on control board and expiratory channel board. The software must be reinstalled if control board or expiratory channel board is replaced. The main responsibilities for the control board are patient treatment functions, that is, how to regulate the inspiratory and expiratory gas flow. The control board comprises electronics including microprocessors for handling of air and o2 gas modules, airway pressure control with input from values measured by the inspiratory and expiratory pressure transducer and nebulizer control. The control board includes an ID prom - the ID information can be read by the system.

Event description:
Manufacturer's ref. #: (B)(4).